Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before a pump rewind and also alarmed after. The customer's blood glucose reading was 126 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal but the insulin pump had multiple alarms in the alarm history including 6 motor error and motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and was unable to prime during prime test due to protruded drive support disk; unable to complete functional testing including occlusion test due to motor error alarm. However, the motor was tested outside the device and passed. All operating currents are within specification and no unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.